Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. No jaw damaged was found. There was no tissue extruded through the I-blade, nor any tissue stuck in the apex of the jaw. The jaws were not bent nor was the I-blade distorted. During functional testing, the I-blade advanced and the jaw opened and closed as intended. There were no anomalies noted with the opening or closing of the jaw.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the jaw became not to open on the way. The jaw was forced open. The removal did not cause any damaged. Another device was used to complete the case. There were no adverse consequences for the patient.